Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to uti caused by diabetes, prostatitis and open sores that were cysts that were removed. The blood glucose reading is 99 mg/dl. Nothing further reported.